Event description:
The customer reports that during the operation of the axsym plus analyzer, a lock-up of the analyzer occurred. When the customer powered up the analyzer, he noticed visible smoke coming from the analyzer accompanied by "not the normal burning smell." The customer powered off the analyzer. No injuries were reported nor damage to the surrounding lab environment. There is no impact to patient management reported. A service call was requested by the customer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and found the power supply assembly fan was clogged with dust. The fsr cleaned the axsym power supply assembly fan. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott axsym system operations manual, list number 09a26-06, contains information to address the customer's current issue. Based on the findings of the fsr and the results of this evaluation, a product deficiency was not identified.